Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, a pump reset was performed to address the issue. Additionally, it was reported that the pump date was incorrect; cause unknown. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. The customer's blood glucose level was 96 mg/dl.